Event description:
It was reported that the leak had occurred at the connecting between the end of balloon catheter and pressure pump during the process of inflation and then replaced with a new device. It was mentioned that an extra operation or drug therapy was included for this incident. As per the follow-up received on 07apr2022. There was no sample available and a new catheter was replaced.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the leak had occurred at the connecting between the end of balloon catheter and pressure pump during the process of inflation and then replaced with a new device. It was mentioned that an extra operation or drug therapy was included for this incident. As per the follow-up received on 07apr2022.a new catheter was replaced.

Manufacturer narrative:
The reported event was confirmed, supplier related. No physical sample was returned, however, a seven second video was submitted. An evaluation of the video sample was completed. The video showed a healthcare provider holding the dilation catheter on the outer shaft next to the distal end of the y-connector hub. It was assumed another healthcare provider was using an endoflator to inflate the balloon but it was of view in the video. The origin of the leak appears to be at the glue joint of the balloon hub extension and the y-connector. The pressure used cannot be determined as the endoflator was out of the video. A potential root cause for this event could be, "inadequate test procedures/lack of training". The device was used for treatment purposes. It was unknown if the device had met all relevant specifications. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The labeling review was not required as the labeling could not have prevented the reported failure. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.